Event description:
It was reported by the affiliate during a low anterior resection the ax55b was used. After the surgeon closed, fired the gun and cut it, he found the rectum only had two staples. The surgeon reverted to suturing and the pt had no problems. There was no consequence to the pt. Rpo

Manufacturer narrative:
H6; code 100: instrument reportedly was empty of staples when fired. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: condition of anvil good, condition of anvil shroud good, condition of cartridge good/extended, condition of earmuff good, condition of head good, firing lever position open/fired position, rotation good, staples present no, trigger position open/fired position. Functional tests & results: articulation yes, closure force normal, instrument cycled yes. Analysis conclusion: based upon inquiry ifno received, visual examination and functional test, no conclusion could be reached as to what may have caused reported incident during surgery. It could not be ascertained as to where or when staples had been fired. Instrument was received for analysis with no staples present and in good physical condition. Instrument was examined and was found to be functional. Upon loading and firing instrument, instrument performed as designed. Staples were measured and were found to be within specifications. This inquiry was originally reported as rpo (record purposes only). Co strives to understand each incident as it occurs in order to continuously improve products. It should be noted that stringent inspection and control points exist in mfg line along with a laser inspection system that detects missing staples and empty instruments. Staple loading process was reviewed and demonstrated a very high degree of reliability.